Event description:
While preparing a breathing circuit for use in the hosp, a problem was found with an allegiance heated wire adapter (catalog number 006-23) for use with the fisher & paykal humidifier, model mr730. A possible short in the heated wire adapter causes fuse f-2 to blow in the heater unit. Examination of the wires in the heated wire adapter reveals approximately 1/2" of exposed wire with no insulation and evidence of melted insulation from excessive heat at the plug end of the cable.